Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The field service engineer performed preventive maintenance and performed estradiol dilution on a patient sample for troubleshooting. Qc and precision testing passed. The investigation was unable to determine a specific root cause. A general reagent issue was not found.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results from the cobas e411 rack analyzer. The initial result was >3000 pg/ml with a data flag. The repeat result with a 1:10 dilution was 2322 pg/ml. The sample was repeated without a dilution, and the result was >3000 pg/ml with a data flag. The repeat result with a 1:10 dilution was 2268 pg/ml. The result with a manual 1:10 dilution that was tested on the instrument with no autodilution was 2884 pg/ml. The result with a 1:2 dilution was 2634 pg/ml. The result with a 1:5 dilution was 2614 pg/ml. The result of 2884 pg/ml was believed to be correct.